Manufacturer narrative:
No button error alarm, unexpected beeps or unexpected vibration noted. No moisture damage found on electronic assembly or on motor. Insulin pump had an intermittent button response due to moisture keypad traces. Insulin pump passed self-test and displacement test. Insulin pump had a cracked reservoir tube lip, minor scratches on lcd window, cracked case at window display corner, scratched case and stained end cap sticker.

Event description:
Customer reported the insulin pump had alarmed button error. He attempted to reset the device by taking out the battery. The device was beeping and vibrating. Customer's blood glucose was 174 mg/dl. Customer might have gotten moisture in the insulin pump. Customer put the device inside out in the belt clip to ensure it wouldn't get damaged. The device might have been exposed to sweat. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.